Manufacturer narrative:
Further information was requested but was not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead failed to advance across the valve despite multiple attempts. As a result, the rv lead was not used, and the procedure was aborted. There were no patient consequences reported.